Event description:
A 28mm diameter x 16mm diameter x 16.5cm aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. It was reported that during a routine follow-up 70 months post stent graft implant, the pt had a type iii endoleak. A fluoroscopy was performed and revealed blushing in the iliac stent graft. The physician could not tell the exact cause of the blushing. The physician elected to implant two iliac cuffs and the blushing resolved. Films of the case were requested, however, the follow-up was done using fluoroscopy and no hardcopy films were saved for this case. No add'l clinical sequelae were reported and the pt is fine.